Manufacturer narrative:
(B) (4) zipper damage. Evaluation: result: evaluation of the returned product found that panel side a zipper slider body is open. (B) (4).

Event description:
The customer claims zipper damage to the side panel. Customer couldn't specify damage. There was no patient injury reported. Inspection found that the panel a zipper slider body is open.